Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, noise resulting in oversensing was observed on the right ventricular (rv) lead. Surgical intervention is anticipated. The patient was stable with no adverse consequences.

Event description:
New information notes that surgical intervention was performed to resolve the rv lead noise, and insulation abrasion was noted on the lead upon visual inspection. During the procedure, the patient expired due to a vessel laceration. The physician does not allege the death was due to a lead malfunction, but rather a procedural complication.